Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that pump charging required manual adjustment of cable port, which raised safety concerns because patient could be unaware that battery did not charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.